Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt that the device was warm. A remote transmission was performed, and it was noted that the device was performing appropriately. The patient was stable.